Manufacturer narrative:
(B)(4). Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 7 mmol/l. The customer also stated they received a new insulin pump and started after 2 weeks and the insulin pump won't turn on. The customer tried several aa industrial batteries but the screen remains blank. Customer was assisted with troubleshooting. The customer also reported of fluctuating blood glucose values and there current insulin pump was damaged. The insulin pump will be returned for analysis.